Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced during routine generator change out procedure. The rv lead was exhibiting noise and oversensing with no pacing inhibition. No additional adverse patient effects were reported.